Manufacturer narrative:
(B)(4).

Event description:
It was reported that "unit shutdown and kept on rebooting. No harm to patient. Pump was switched out. Battery replaced [on initial pump]".

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "unit shutdown and kept on rebooting" is not able to be confirmed. The product was not returned for investigation. According to the field service report, the issue was not able to be duplicated and the pump passed functional checkout. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that "unit shutdown and kept on rebooting. No harm to patient. Pump was switched out. Battery replaced [on initial pump]".